Manufacturer narrative:
The lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the subject's right eye (od) zct400 intraocular lens (iol) was 30 degrees at surgery (B)(6) 2018, but noted to be at 19 degrees at the 1-month visit on (B)(6) 2018 (11 degree rotation). The subject is doing well. No visual complaints and no additional repositioning are planned at this time. Uncorrected visual acuity (va) was 20/25 ou. And best-corrected va results were 20/15 od, 20/20 os and 20/15 for both eyes (ou). There was no patient injury reported. No additional information provided. This report pertain to right eye (od). A separate report has been submitted to left eye (os).

Manufacturer narrative:
Device evaluation: the product testing could not be performed as to date the lens remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens (iol) was measured at 40 degrees at the 6-month follow up visit. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received reported that at the subjects 1-year study visit, the iol axis in the right eye was measured as follows: od: 030 degrees (10 degrees from 6-month visit location of 040 degrees) there is no planned interventions as a result of the new rotation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: product code: in the initial MDR report the wrong product code (mjp) was entered. The correct product code that should have been entered is hql. This MDR report captures the correct product code. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.